Event description:
It was reported by the affiliate that (3) 511sd were used during an lap cholecystectomy procedure. It was reported by the affiliate that the lap cholecystectomy trocar outer seals failed during the procedure. The gas escaped and the instruments were exchanged for a new one during the procedure. No adverse pt outcome.